Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error(se) 2240( air in line) occurred on home choice (hc) during use during dwell 5 of 6. The care giver(cg) stated the home patient (hp) was still connected to the hc . The baxter technical representative (tsr) had the cg cycle power to get se 2367. Then the tsr had the cg cycle power to "press go to start". The tsr had the cg disconnect the home patient (hp), remove the cassette and discard supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The root cause of the complaint was not determined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-(B)(4).